Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out due to normal eri, externalized conductors were observed. No other electrical anomalies were noted. Patient was asymptomatic. Lead remains implanted.